Event description:
The customer reported that the device was overheating during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences. The procedure was completed successfully with a backup device.

Manufacturer narrative:
Follow up being submitted for investigation results and additional information.

Event description:
The customer reported that the device was overheating during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences. The procedure was completed successfully with a backup device.